Event description:
The customer reported to baxter corporate product surveillance of a four way stopcock in which a no flow was detected during patient use. No patient injury or medical intervention was reported with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation purposes related to no flow /restricted flow condition. The unit was visually inspected. A functional test was performed. During visual inspection, the unit did not present a defect. The unit passed functional testing. The reported condition was not confirmed. A batch review was performed on the reported lot and no deviations were found. No additional information is available.